Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (400-525 mg/dl). Exercise and correction boluses via the pump were delivered to address the bg. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer acknowledged that the pump was functioning properly. Tandem technical support advised the customer to discuss the event with a healthcare provider.